Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/16/2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen on the (B)(6) 2016. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter while the sensor pod is still attached to the body.